Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter began smoking and was burned when the pump began charging. Customer¿s blood glucose level was 125 mg/dl. Due to concern from burned wall adapter, the customer reverted to an alternate method of insulin therapy.